Manufacturer narrative:
We were made aware, that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submissions. (Submitted on 07/11/2023) distributor, importer and manufacturer are under the ws audiology compliance system.

Event description:
In this event, patient was working outside on his truck, turned and heard a loud crack and pop. Patient states that something didn't feel right, he reached up to tap the hearing aid to readjust and there was blood pouring along the side of his face. His hearing aid had shattered into pieces while still connected to his ear. There was medical intervention and injury as stated in the complaint file. Patient went to clinic where the hcp observed 2 lacerations in the concha near the aperture of the canal and otoscopy revealed evidence of blood to the second bend. Hcp advised patient to go to the emergency room, but patient did not. Patient informed hcp the next day that there are no lacerations or burning in the ear canal, although there is dried blood in the canal that the patient has been removing at home. Investigation results: results from techinical investigation found the returned device had been manipulated; there was a visible marking of penetration with sharp/hard object on the faceplate and lacquered shell had been grinded down. This manipulation may have compromised the integrity of the shell and lead directly to the described failure (device broke into pieces) which weakened the shell significantly. The following warnings are provided in the user guide (d00168097) : do not use obviously damaged devices. Note that any unauthorized changes to the product may cause damage to the product or cause injury.